Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on the late evening the previous day to contact the lfs, he obtained blood glucose readings of "91 and 91 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The cca noted that the patient manages his diabetes with insulin (self-adjuster); however, it is not known what action the patient took regarding his diabetes management as result of the alleged issue. In addition, it is not clear if the patient felt this reading was inaccurately high or low. Approximately 5 hours after the alleged issue began, the patient reported that he developed symptoms of sweating and "muscle body twitching. It is not known if the patient tested his blood glucose with the subject meter or another device at the onset of symptoms; however, the patient claimed he treated self with food and/or drink soon after becoming symptomatic. At the time of troubleshooting, the cca noted the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.